Event description:
It was reported that the patient experienced a skin burn. This iceforce 2.1 cx needle was used in a cryoablation procedure. It was noted the ice ball was too large causing a painful skin burn that was now an open wound.

Event description:
It was reported that the patient experienced a skin burn. This iceforce 2.1 cx needle was used in a cryoablation procedure. It was noted the ice ball was too large causing a painful skin burn that was now an open wound. Additional information was requested to determine if intervention was performed and patient outcome, however no further information has been obtained. Additional information indicated that the location of the burn was inside of the patient's knee, despite the area being protected with warm towels. The patient was treated medically for the skin burn.